Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer mentioned high blood glucose level ranged from 500-700 mg/dl. Customer's blood glucose value at the time of incident was 400mg/dl and current value was 392mg/dl. Customer treated with manual injection. During troubleshooting, customer stated the infusion set had a bent cannula when removed. The insulin pump will not be returned for analysis.